Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy, pain, and anxiety-product/procedure. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "experiencing anxiety related to having biocell textured implants.", "got really sick with chest pain, swollen lymph nodes.", and "swollen lymph nodes under left armpit". Patient reported events of ¿removal of adenoids and tonsils in 2018¿ and ¿tension in airway¿ are not related to the device. Device remains implanted.